Event description:
Pt admitted for oral esophageal "candidiasis" and had pca pump for pain meds. Lpn programming pump accidently programmed 10:1 ml instead of 10:1 mg. Pca was turned off, staff tried to look at programming but couldn't get the concentration to appear. Pain svc employee came to the unit and was able to get the concentration to appear; error was identified. Once pt was disconnected from pca, pt returned to baseline.